Manufacturer narrative:
Additional information provided in h.6. And h.11. A sample was not received at the manufacturing site for evaluation for the report; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or non-conformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phacoemulsification (phaco) tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during a cataract procedure, the ophthalmic equipment failed to aspirate during the sculpting phase due to occlusion. A white spot was observed on the tip, and one edge of the main incision turned white, resulting in a slight burn. The surgeon promptly stopped pressing the pedal and withdrew the handpiece from the eye. The phaco tip and handpiece were then replaced and tested in the cup, after which the occlusion alert resolved. However, upon switching to cortex mode, irrigation was found to be non-functional. The tube ends were reconnected, and a successful test confirmed proper irrigation before the handpiece was reinserted into the eye. The cataract procedure was completed without further issues. The patient current condition was not reported. Additional information indicated that the patient experienced a collapse of the anterior chamber and wound leakage during cataract and glaucoma surgery. A simple suture was placed to address the issue. This report pertains to the third incident from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.